Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be discolored. A test display was used for investigation and was found to function appropriately with no visible signs of discoloration. Unrelated to the display issue, a review of the pump history showed that a replace battery alarm occurred as a result of an unacknowledged bg check reminder for approximately two hours after a bolus. The voltage dropped, leading to the replace battery alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.